Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a de-clot procedure in the upper left arm avg, the pta balloon allegedly ruptured approximately between 8 -10 atms. It was further reported that the balloon catheter was allegedly difficult to retract through the sheath. Reportedly, during retraction of the balloon catheter, the balloon or a balloon segment and catheter tip allegedly detached and remained in the clotted avg and the patient was sent to the ER for surgical intervention. It was further reported by the health care provider (hcp) that the patient was re-evaluated prior to surgery and surgical intervention was determined not to be necessary. It was stated by the hcp that the device remained in the clotted avg. Reportedly; the patient was stable and was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Visual/microscopic inspection: the sample was returned. The balloon size was printed on the balloon hub of the catheter identified the returned sample as a 8mm x 8cm balloon. The proximal segment of the balloon was detached from the catheter and was not returned for evaluation. The catheter was examined. The polyimide was exposed outside of the balloon. Approximately 3.2cm of the proximal end of the balloon remained on the catheter. A circumferential rupture was observed 3.2cm from the glue joint. The balloon rupture was examined under microscopic magnification and the balloon was bunched in appearance. Both markers were present on the inner polyimide and were loose. The catheter and inner polyimide were kinked throughout the length of the catheter. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, a pta balloon was well inflated during an angioplasty procedure, can be confirmed. Based on the images provided, upon removal of the pta balloon a foreign body was identified at the same location of the angioplasty; the foreign body was not identified during angioplasty, can be confirmed. Based on the images provided, the identity of the foreign body cannot be confirmed. Conclusion: based on the sample condition, the investigation is confirmed for balloon detachment, a complete circumferential rupture, and retraction problems. It is likely that the balloon rupture contributed to the retraction issues and balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.